Event description:
Hcp reports that in january, 2003 the catheter was replaced, but the pump did not disperse any drug. After 4 months of service life the pump was returned for analysis because no drug was dispersed. A follow up report will be sent when additional info is available.